Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported issues with the infusion sets. At the time of first event, the infusion set's tubing detached at the quick release. Reportedly, her blood glucose was dangerously high for about 48 hours because there was a hole in the tubing. The blood glucose level was over 600 mg/dl for 12 hours on the first day and she used syringes, and then it was around 300 mg/dl. When her blood glucose was 600 mg/dl, she changed the site and insulin. At the time of second event, around a weak later, the entire tube just slipped out of the infusion site. It detached completely from the site and the tube came out of the quick release. No further information available.